Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to g2: report source updated to include foreign: japan. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) would not interrogate with a programmer. A different crt-d was used and implanted successfully. No adverse patient effects were reported. This crt-d is expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) would not interrogate with a programmer. A different crt-d was used and implanted successfully. No adverse patient effects were reported. This crt-d is expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to g2: report source updated to include foreign: japan.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) would not interrogate with a programmer. A different crt-d was used and implanted successfully. No adverse patient effects were reported. This crt-d is expected to be returned for analysis.